Event description:
It was reported that the patient underwent transplant on (B)(6) 2022. It was unknown if the transplant was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the event(s) that prompted the transplant could not be conclusively established. Due to patient privacy laws, the managing hospital will not communicate additional patient outcome information. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. G is currently available. No device-related issues were reported by the account. This IFU lists multiple adverse events that may be associated with the use of the hm3 lvas in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.